Event description:
It was reported the programmer wand does not interrogate (not working). The programmer wand was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer wand does not interrogate; wand cable found out of electrical specification. Wand label backing missing.